Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified: on or about (B)(6) 2020 the patient underwent a surgical procedure which her physicians implanted aris. The patient subsequently suffered complications associated with the transvaginal mesh product, including mesh exposure, mesh erosion, mesh extrusion, chronic pelvic and groin pain, neuropathic/obturator-distribution pain, dyspareunia, vaginal scarring, recurrent urinary tract infections with vaginal discharge, urinary problems, organ perforation, recurrent incontinence and underwent a surgical revision in 2023. As a result of these life-altering and, in some cases, permanent injuries, patient has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of aris. Patient has suffered, and continues to suffer, multiple, severe and painful personal injuries, including, but not limited to, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a supplemental emdr will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding emotional changes. There is no evidence to support a direct causal relationship between aris and emotional changes; however, in this case it appears to be a secondary/ subsequent or cascading effect of multiple, severe, and painful personal injuries. No further action or corrective action is required at this time.